Event description:
It was reported that during an intervention procedure, a vessel perforation occurred. The chronic total occlusion was located in the right marginal branch. During advancement of the crossboss catheter to the target lesion a vessel perforation occurred. The patient was stabilized enough to transfer to surgery for an emergency bypass. The patient made it through surgery. 5 days later, the patient coded and expired.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).